Event description:
The customer reported he contacted technical support regarding a bubble in the left central of the screen and was advised to replace the front bezel. The customer clarified the touch screen was working except at the location of the bubble. The customer reported there was no patient involvement.